Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting that the patient experienced a fracture in the greater trochanter where a pin was placed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated products: 139258-m2a-magnum-267030; 157450-m2a-magnum mod-231430; us157856-m2a-magnum pf cup-667860. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent an initial right total hip arthroplasty. It was noted there was a fracture in the greater trochanter that was repaired during initial surgery. Attempts have been made and no further information has been provided.